Event description:
On 08 jul 2020, it was reported to an arjo representative that there was an incident with the involvement of maxi sky 2 ceiling lift. Following information provided, the patient stuck his right arm in the spreader bar and as a consequence sustained laceration which required sutures. The patient was alone in the room at the time of the event.